Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected ventricular fibrillation (vf) and delivered a shock. It was suspected that the shock was due to atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in use. It was also reported that the right ventricular (rv) lead appeared to have oversensing on a stored electrogram (egm). The lead remains in use. No further patient complications have been reported as a result of this event.